Event description:
Patient reported that they underwent total hip arthroplasty on (B)(6) 2009. Subsequently, the patient alleges elevated metal ion levels. No revision procedure has been performed to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned, items remain implanted. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.